Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿no image¿ occurred because communication failure occurred due to the damaged cable. The event can be detected/prevented by following the instructions for use which state: "while uncoiling the cable, a part of the cable may form a loop of 10 cm or less in diameter. When such a loop is observed, do not forcibly pull the cable, but uncoil the loop and straighten it slowly, rotating the camera head. Forcibly pulling the loop can damage the cable. Never excessively bend, pull, twist, coil, squeeze, or crush the cable. Do not use excessive force when wiping the external surfaces of the cable. Never attempt to lift the entire assembly by the cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to cable damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported on behalf of the customer that the hd camera head video freezes and the live video was unavailable during preparation for use in a diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.